Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired. It was further alleged that the event was caused by the patient's exposure to the product administered during dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.